Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedance measurements in the right atrial (ra) lead resulting in a lead safety switch (lss). Additionally, inappropriate atrial tachy response (atr) episodes were observed due to the lss. Oversensing of noise and concerns of loss of capture (loc) were also noted. Due to this, the device was programmed vvi mode, however, the patient did not feel good and had low energy, therefore, further evaluation was performed. The device was reprogrammed to ddd mode, however, noise was observed during the threshold test. Undersensing of atrial tachycardia was noted as well. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range pace impedance measurements in the right atrial (ra) lead resulting in a lead safety switch (lss). Additionally, inappropriate atrial tachy response (atr) episodes were observed due to the lss. Oversensing of noise and concerns of loss of capture (loc) were also noted. Due to this, the device was programmed vvi mode, however, the patient did not feel good and had low energy, therefore, further evaluation was performed. The device was reprogrammed to ddd mode, however, noise was observed during the threshold test. Undersensing of atrial tachycardia was noted as well. Technical services (ts) recommended reprogramming options. No adverse patient effects were reported. This device remains in service.